Event description:
The iab was inserted into the pt in 2000 at 11:30 p.m. And removed 2 days later at 1:45 p.m. The iab did not malfunction. The pt had bleeding that was not severe and surgery was required. An embolectomy was performed and the pt continued to have weakness of the left leg and difficulty walking. Also, the pt had major ischemia and removal of the iab was required. The iab was not returned to datascope. Event complications: bleeding-not severe/surgery-embolectomy/major ischemia 2/2001. Pt's current status: discharged-reported 2/2001.